Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the head sensor receiver to address the errors. The system was tested and verified as ready for use. Isi received the head sensor receiver (shs-rx) involved with this complaint and completed the evaluation. Failure analysis replicated the reported complaint. The shs-rx was installed and tested on the printed circuit assembly (pca) test system. Error 508 was triggered due to the head sensor issues. No images or videos were submitted for review. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: 508 - ssc1 head sensor(s) blocked advisory at startup for more than 5 seconds. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for was left blank. Field is blank because the product is not implantable. Information for the blank fields is not available. Information for the blank field in is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they received a message saying remove any obstructions from console viewer. The tse viewed logs and noted error 508. The tse had the customer hard power cycle the surgeon side console (ssc) with no change. Tse had customer verify that no one had their head in the ssc and that there wasn't anything external blocking the head sensors. Customer stated that the error was still present. The tse had the customer try another hard reboot on ssc while cleaning the head sensor. The customer again verified that nothing was obstructing the sensors. The system booted on with error 508 again. The customer stated that the surgeon was converting to traditional laparoscopic surgery due to not being able to resolve the error and not able to take control of instruments with error 508 on the system. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.